Event description:
The pt reported "withdrawal symptoms" and that the hcp will be replacing pump due to a motor stall. No audible alarm was noted nor found in logs after interrogation. An MRI was performed approx 8 months previous. Confirmation of event by the hcp has been requested. A follow-up report will be sent if add'l info becomes available.